Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. On (B)(6) 2016 the patient had a follow up, the physician identified a left limb occlusion. The patient was not symptomatic. The physician completed a thrombectomy and implanted a non-endologix stent to regain patency. The patient is stable.